Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to place a supply order and reported experiencing an allergic reaction to exsept approximately one month prior. The patient indicated that the product bottle had been discarded and confirmed that it was not expired at the time of use. No adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).